Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 ( component codes , investigation findings).

Manufacturer narrative:
Updated fields b4 g3 g6 h1 h2 h6 type of investigation. Investigation findings component codes investigation conclusions h11. A getinge field service engineer fse evaluated the unit and replaced the nvram chip kit and reloaded software the unit powered on normally and the fse could not duplicate issue after repair all functional and safety test were performed and passed per the fse maintenance plan to contract replaced expired batteries o ring and customer provided 9v alarm battery. Based on the evaluation results provided by the field service engineer the failure occurred due to a defective nvram chip kit and reloaded software the issue was resolved by replacing the malfunctioning part however root cause evaluation for the replaced part cannot be performed since the defective part was not returned the most probable root cause is component reliability.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that during routine pm the cardiosave intra-aortic balloon pump(iabp) had power up failure. Upon inspection it was found the unit had multiple fault log 116 errors. There was no patient involved.